Event description:
It was reported that the implantable cardiac monitor detected several episodes of asystole. There were no patient symptoms with these episodes. The first episode is a little suspicious with different morphology qrs and change in rate. The second episode the electrocardiogram (ECG) line looks comparable to the first. Follow-up with the clinic indicated that no determination has been made as to whether the episodes were true or false asystole. The patient is scheduled for a re-evaluation in 2 months and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).